Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he has been using the reported product for six (6) years. The end user had seen a dermatologist and he is treating the reported rash with an unknown spray. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reported that he developed a red rash under tape border five (5) months ago.